Event description:
Pt developed left eye keratitis secondary to fusarium (species not yet identified) while using renu moistureloc contact lens disinfecting solution. Fusarium was isolated from the pt's cornea, contact lens, and the renu moisture loc solution itself. The keratitis is currently responding to topical natacyn, zymar, and oral itraronazole.